Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. The ok button contact was cracked. The display screen was dim and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the ok button contact was cracked and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2017.